Event description:
The customer reported that the autopulse platform (sn 37723) started to compress and stopped. The platform displayed user advisory 02 (compression tracking error). The lifeband was checked to see if it was twisted. The customer's other autopulse platforms were functioning as intended with the same setup. The autopulse platform then displayed user advisory 45 (not at "home" position after power-on/restart). The lifeband was removed, and the customer checked the platform's admin mode; the driveshaft was already in its "home" position. The customer powered off the platform and installed another lifeband. It started working, but after several seconds, ua02 occurred again. No increase in pressure was detected as the driveshaft was rotating. The platform was powered off and on again, and user advisory 18 (max take-up revolution exceeded) was displayed. The customer was using a bag on the platform and added some weight with his hand, and it started working again. It is unknown when the problem occurred. However, patient use information was requested, and no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during an annual preventative maintenance (pm) cycle, the autopulse platform (sn (B)(6)) began to compress and then stopped. The platform displayed user advisory 02 (compression tracking error). The lifeband was checked to ensure it was not twisted. The customer's other autopulse platforms were functioning as intended with the same setup. The autopulse platform then displayed user advisory 45 (not at "home" position after power-on/restart). While troubleshooting the issue with zoll tech support, the customer removed the lifeband and was guided to check the platform's admin mode. The driveshaft was already in its "home" position. The customer powered off the platform and installed another lifeband. The platform started working, but after several seconds, ua02 occurred again. No increase in pressure was detected as the driveshaft was rotating. The platform was powered off and on again, and user advisory 18 (max take-up revolution exceeded) was displayed. The customer was using a bag on the platform and added some weight with his hand, and the platform started working again. Zoll tech support guided the customer to call back if the issue recurs. No patient involvement. Upon follow-up, the customer confirmed that the platform is no longer affected by any of the reported user advisories and will not be returned to zoll for service.

Manufacturer narrative:
Updated sections b5, h6 codes, and h11. The autopulse platform (sn (B)(6)) associated with this complaint will not be returned to zoll for investigation, as the customer confirmed that the platform is no longer displaying any of the reported user advisories; therefore, zoll will not perform a physical investigation. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. Per the battery hangtag - advisory codes description and action, user advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient (object). As take-up is performed, the driveshaft moves the lifeband past the maximum allowable take-up depth without detecting a patient (object), which results in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient (object) and the band are properly aligned, and press restart.